Event description:
It was reported that the patient had a loss of stimulation/therapeutic effect. It was unknown if the loss of stimulation/therapeutic was sudden or gradual. The patient also experienced less than 50% therapy relief in the low back. Reportedly the patient had been reprogrammed several times. Impedance testing and reprogramming were performed; impedances were all reported to be within normal limits per the physician. The patient was also bothered by the presence of the ins and desired explant. The cause of the issue was not determined and it was unknown if the issue was resolved. As a result the device and extensions were explanted on (B)(6) 2015 but the leads were retained. At the time of the report the patient was alive with no injury. The manufacturer¿s representative (rep) reported that the patient recovered without any apparent immediate complications.

Manufacturer narrative:
Product ID 3888-56, lot# v219498, implanted: 2009 (B)(6); product type lead product ID 3487a-45, lot# v226495, implanted: 2009 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2015 (B)(6); product type extension product ID 3888-45, lot# v196173, implanted: 2009 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2015 (B)(6); product type extension product ID 3487a-45, lot# v227367, implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).